Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a 22g x 1.00in insyte autoguard bc unit from lot number 2054957. Through the visual inspection, damage is observed on the catheter tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip causing a spear through. The needle can pierce the catheter during use or manufacturing of the device. As the device has been removed from the package and handled it is possible that the issue originated in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that needle went through catheter while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: when trying to advance, the mandrel comes out with the yelco.

Event description:
It was reported that needle went through catheter while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: when trying to advance, the mandrel comes out with the yelco.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.